Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter and pump regained connection. No additional patient or event information was available.